Event description:
Pt admitted for cardiac cath. Upon completion of case #6 french perclose device used. Polymixin/bacitracin irrigation. During hospitalization, pt worked up for gi problems and endoscopy (3 days post procedure) pain in rt groin noted ultrasound showed rt common femoral pseudoaneurysm. Seven days post-procedure - 10/11/99 surgical repair done. Total 11 day hospitalization.